Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device was being used during an attempted cardioversion procedure for a patient in rapid atrial fibrillation. Just prior to charging monitor, malfunction message and red x appeared after the patient had received sedation. Another device needed to be retrieved to complete treatment. Patient outcome is unknown. The device was reported to be in use on a patient, causing a delay in possibly life saving therapy and will be considered a serious injury.

Event description:
It was reported to philips that the device was being used during an attempted cardioversion procedure for a patient in rapid atrial fibrillation. Just prior to charging monitor, malfunction message and red x appeared after the patient had received sedation. Another device needed to be retrieved to complete treatment. Patient outcome is unknown. The device was reported to be in use on a patient, causing a delay in possibly life saving therapy and will be considered a serious injury.

Manufacturer narrative:
No ECG monitoring strips or case event files were provided to philips for review. The customer evaluated the device and confirmed the issue. The customer replaced the therapy pca to resolve the issue. The device passed all testing and is now back in customer use. The device remains with the customer. H3 other text : the customer evaluated the device.